Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, fenestrated bipolar forceps was found to have broken conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was thoroughly inspected prior to use, and no damage or anything out of the ordinary was observed before the procedure. The issue arose during a surgical attempt to control bleeding with a bipolar device, which suddenly lost power and was no longer functional. This loss of cautery was linked to broken or loose cables, resulting in the device no longer delivering energy, a problem that typically requires switching to another instrument to continue the procedure. There were no signs of thermal damage at the site of breakage, and no fragments from the instrument fell into the patient¿s anatomy. According to the user, there was no instrument collision during the procedure, and no specific evidence suggests otherwise.